Event description:
It was reported that during a procedure the physician was using the ablation mode in the subacromial space. There was allegedly a whooshing/steam like noise heard by the physician's team coming from the tip of the device in the pt's shoulder and observed smoke/steam coming rising from the incision. There was no observable damage to the pt's skin. The procedure reportedly started an arthroscopic procedure and became open which the surgeon stated was necessary, so this change was not related to the device incident.

Manufacturer narrative:
Additional info will be provided once investigation is completed.